Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and had been concurrently taking a long-acting insulin (basaglar) until recently discontinued per clinician guidance, with lows likely related to overlapping insulin exposure; the lowest glucose was 60 mg/dl, lasting approximately 15¿20 minutes, and the user treated with 6.57 ounces of apple juice. Symptoms included hypoglycemia. Outcomes included no need for medical intervention and no reported sequelae. Investigation included complaint handling, user counseling on system use, and review of therapy practices. Investigation of this case revealed user error related to concurrent long-acting insulin use with the ilet and no device alerts or alarms reported. It was concluded that the event was attributable to user management of concomitant insulin rather than a device malfunction, and education on appropriate therapy use was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.